Event description:
It was reported the patient was experiencing a burning sensation on the right side of the head where the dbs lead is. There was no known incident related to the symptoms which reportedly started 5 years ago. It was also reported the patient has experienced jolting which started about 2 years ago.

Manufacturer narrative:
Event reported involves right lead.